Event description:
It was reported that the customer experienced a blood glucose (bg) that was high (specific value was not provided); cause was unknown. Customer gave a manual injection to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.